Event description:
Additional information received reported the physician was notified of the end of service (eos) message on (B)(6)-2016. The patient experienced a problem with the setting and an increase in pain. The patient tried to schedule surgery, but there were issues with the insurance.

Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for rsd/causalgia-complex regional pain syndrome and spinal pain reported seeing the end of service (eos) message. It was noted there was an allegation/dissatisfaction with the batteries longevity. No patient symptoms were reported. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.